Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated, and it was discovered that the rotor was worn.

Event description:
Customer stated that the product was over-heating during a case. The same unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.